Event description:
It was reported that this right atrial (ra) lead showed loss of capture (loc) at maximum outputs in both bipolar and unipolar configurations. Furthermore, the lead showed intermittent under sensing of p-waves and intermittent over-sensing of the v on the a channel. The patient is not dependent. A chest x-ray was performed, and the mode was changed to ventricular pacing and sensing. The patient has an appointment with physician to evaluate changes and see if further action needs to be taken. At this time the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.